Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that a patient was on impella cp support due to occluded left anterior descending artery (lad). An optical sensor alarm was present. The patient was brought to intensive care unit, automated impella controller (aic) was switched, and placement signal was obtained. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the aic - loss of opm data and optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show placement signal not reliable condition. Console was tested in danvers, and measurement of optical bench analog output indicated defect of its internal component, which caused low optical signal. During console inspection we also observed some deficiencies unrelated to complaint. The root cause of the console issue was a defective optical bench. There were no losses of optical data found during the case. The device functioned/operated to specification. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-17511. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-17511.